Manufacturer narrative:
Analysis found that the customer's complaint of overheating was confirmed. Temperature test results were: point 1: 113°f, point 2: 119°f and point 3: 125°f. The device was noisy and failed hi-pot test. The device shorted as well. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that the handpiece overheated after 3 minutes of use during setup. There was no patient involvement.